Event description:
It was reported that the patient indicated that the pump did not re-inflate nor provide the "surge: if squeezed hard and fast. The patient said the physician and rep were able to induce an erection upon or admittance and there were no complications until recently.